Event description:
Customer reported that the safety needle provided in an ancillary convenience kit does not close properly or close completely, and is therefore a hazard for the employees. A user recently experienced a needle stick injury in the clinic. Users have indicated that the top click is not holding the needle down, and that it requires 2 clicks to hold the needle down.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the safety needle component identified in part d of this report. The item ref#: and lot#: reported and identified have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified (B)(6) for awareness.